Event description:
The pt had a tvt procedure in 2002. Following procedure pt experienced some pressure and discomfort that was related to other pelvic floor issues. At 6 months pt reported pressure, frequency and leakage. Pt was referred to an urologist who performed an open cystotomy and mmk two months after. At that time the tvt was removed and the urologist reports seeing a clear entry and exit into and from the bladder. The doctor reported perforating the bladder on their first pass-pt saw this on cystoscopy, so pt pulled back redirected and repeated the pass, the next cystoscopy showed no tape in the bladder. The doctor reports no uti's for their pt following the procedure.